Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, there was no indication a product deficiency contributed to this adverse event.  Based on the limited information provided, the root cause for the central regurgitation could not be confirmed, but may be related to the patient¿s co-morbidities and/or pre-existing valvular disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through patient registry department, approximately 4 years and 10 months post implantation of a 29 mm sapien xt valve in the pulmonic position, a valve in valve with a 29 mm sapien 3 valve was performed due to central regurgitation.